Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer administered bolus but insulin pump did not gave insulin for some reason. Customer had to change set and then blood sugar went down. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.